Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue; therefore, a more specific code could not be selected.

Event description:
It was reported that there was a forced update. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.